Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: patient began suffering pain. His hip pain continued to worsen considerably and significantly impair his ability to perform normal activities and walk. This, combined with patient's increased metal ion levels and an x-ray showing periprosthetic lucency with possible loosening, which was confirmed by a bone scan, resulted in pain and suffering and other economic and personal damages for patient.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.